Event description:
On (B)(6) 2012, manufacturer received a medwatch form completed by (B)(6), containing the following event description: "(B)(6) patient with a heart defect and valvular heart disease that included a ross procedure with aortic valve replacement in 2001. Following a heart catheterization, the patient presented to the hospital for a redo-sternotomy with pulmonary valve replacement and repair of ascending thoracic aortic aneurysm. During the procedure, an attempt was made to wean the patient off of the cardiopulmonary bypass machine. Once the patient reached the point of 1.5 to 2.0 liters of flow, the patient would begin to deteriorate. There was an inability to increase the flow. The right ventricle function deteriorated and all attempts to wean patient off bypass failed and the patient expired. It is unknown at this time if there was a product problem and if any product problem contributed to this event." User facility report number: (B)(6). User facility patient identifier number: (B)(6).

Manufacturer narrative:
Methods: manufacturer was unable to complete a full evaluation. Suspect product was not available for return. However a complete batch record review and complaint history was performed on the suspect lot and no abnormalities or previous comparable complaints were noted. Based on the information provided by the customer, a definite conclusion cannot be determined at this time. The hemocor has not been returned and is unavailable for return. Correspondences between facility and manufacturer were completed and additional questions were provided to the facility. Manufacturer is currently waiting on these answers to further assist in the investigation. Death occurred while patient was being weaned off the bypass machine and flow rate decreased causing ventricle function deterioration. It was reported the patient experienced excessive amounts of clotting. This could have been caused from improper anti-coagulation prior to procedure. It is the manufacturer's recommendation, as stated in the directions for use, activated clotting times (act's) or equivalent, is monitored to prevent in adequate anti-coagulation. The facility also reported but could not confirm a potential bypass machine malfunction of some unidentified sorts. One possible cause of drop in flow could contribute to the excessive clotting as reported by the customer. Excessive clotting throughout the circuit may clog the hemoconcentrator and/or the accessories throughout the circuit. This could cause an increase in circuit pressure leading to a decrease in flow. To date, there have been no indications the hemoconcentrator used contributed or caused the incident from occurring. Upon receipt of any additional information, minntech will review and determine is a supplemental report is necessary. Devices not available for return.